Event description:
The infection control nurse at the user facility reported that an accidental needle stick occurred after administering a flu shot. Reportedly, the nurse heard a snap during attempted activation of the safety sheath, but she did not visually confirm activation ("just glanced"). She was stuck when she moved the product from one hand to the other during transfer to a sharps container. She stated that another nurse had a similar problem later the same day, but no additional event specific information has been made available.

Manufacturer narrative:
Follow-up communication with the reporter confirmed that the involved devices were discarded at the user facility. Therefore, the investigation was based upon assessment of user facility information and evaluation of reserve samples from the reported lot, the previous and subsequent production lot. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use with statements such as the following: (1) "handle with care to avoid needlesticks"; (2) "keep hands behind the needle at all times during use and disposal"; device labeling statements include: (3) "for greatest safety, activate the sheath using a one-handed technique"; (4) "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; and (5) "visually confirm that the needle is fully engaged under the lock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.